Event description:
The customer reported that the device displayed a blower high temperature error. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device displayed a blower temperature high error. The customer checked the fan filter and air inlet filter, and both were clean. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer has been unresponsive to attempts to gather final ventilator disposition information. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer.

Manufacturer narrative:
The customer checked the fan filter and air inlet filter and found that they were clean. Customer requested a quote for onsite service to repair the v60. A follow up work order for onsite service was created.